Manufacturer narrative:
Initially it was assessed that there was a hemostatic valve separation issue. The device was received on 9/16/2020. It was observed on 9/18/2020 that the device was received in the condition reported as the hemostatic valve was dislodged inside of the hub. The brim cap and friction ring remained intact. The hemostatic valve issue remains assessed as MDR reportable. The device evaluation was completed on 9/24/2020. It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation issue occurred. During the procedure, the physician noticed a faulty hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Device was flushed properly, the dilator was introduced through the middle of the valve and once the sheath was in the left atrium, the physician withdrew the dilator and had a backflow of blood drops. The hemostatic valve looked pushed into the clear hub. The physician put the dilator back with a syringe attached to it to prevent any bleeding. Patient¿s hemodynamics was not compromised. No medical/surgical intervention was required. No air bubbles were seen. The procedure was delayed by 5 minutes. The device was replaced and no further issues were reported. No patient consequence occurred. Device was inspected and visual analysis revealed that the hemostatic valve appeared dislodged inside of the hub. The brim cap and friction ring remained intact. Due to the hemostatic valve was found dislodged, the vizigo sheath had leaking in the valve. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment and in turn causing leaking. A device history record was performed for the finished device 00001218 number, and no internal action related to the complaint was found during the review. The customer complaint was confirmed. The root cause of the damage on the hemostatic valve inside the hub could be related with the excessive force and handling of the device during the procedure; however, this cannot be conclusively determined. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation issue occurred. It was reported that during a cardiac ablation procedure for paroxysmal atrial fibrillation, the physician noticed a faulty hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath, medium. Device was flushed properly, the dilator was introduced through the middle of the valve and once the sheath was in the left atrium, the physician withdrew the dilator and had a backflow of blood drops. The hemostatic valve looked pushed into the clear hub. The physician put the dilator back with a syringe attached to it to prevent any bleeding. Patient¿s hemodynamics was not compromised. No medical/surgical intervention was required. No air bubbles were seen. The procedure was delayed by 5 minutes. The device was replaced and no further issues were reported. No patient consequence occurred. Since there is no indication that the bleeding was excessive or led to hemodynamics disruption or required intervention, this event was assessed as not a patient event but as a MDR reportable hemostatic valve separation product malfunction.